Manufacturer narrative:
Unit received with broken off, missing end cap. Unable to perform displacement test due to missing end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the back lid of insulin pump was coming off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.